Manufacturer narrative:
Not returned to the manufacturer.

Event description:
The customer complained on cracked cryomacs® freezing bag(s) 250 which were either removed from the liquid nitrogen freezer at their facility in (B)(4), us or transported to customers in the (B)(4) via plane using a cryo-containment unit (< -160 c). The vr hole freezing/thawing process as well as the amount of cracked bags for each lot described by the customer is actually rather unclear. Also the transport conditions for long-distance transport to (B)(6) customers is not comprehensively described by pct. Up to now there is also no information provided by the customer on the clinical outcome for the patients involved. The date of event is also unknown.